Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) - 6945-65 implantable tachy lead 1999-(B)(6); 6940-52 1999-(B)(6); 5071-53 implantable pacing lead 2006-(B)(6). (B)(4).

Event description:
It was reported that the device was at elective replacement indicator and did not reach the expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.